Event description:
The user facility reported that at the conclusion of a patient procedure, a loud noise was heard when the table was commanded into the flex position. The patient was transferred off the table and no injuries were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the table and found that the seat cylinder pin was broken in three places. The technician further inspected the table and found that there was no clearance with the top of the clevis and the seat which caused the reported event. The user facility maintains the table and contacted steris as the biomed department could not repair the table. The steris technician advised the user facility on the proper procedure to complete the repair. The user facility stated they would make final repairs. The surgical table is approximately nine years old and is serviced and maintained by the user facility.